Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the mother's customer via phone call that the insulin pump got a beep/vibrate anomaly. Customer's blood glucose was 231 mg/dl at the time of the incident. Troubleshooting was performed and was asked to monitor the pump if issue persists. Nothing will be returned for analysis.

Manufacturer narrative:
Device received with frozen display and constant tone, problem isolated to mother board.